Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip open - efaa, clip open - locked) or difficult to open or close (clip jumping). Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening during efaa, clip opening while locked, and clip jumping could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU), was inserted without issues, and was deployed on the mitral valve. However, after removing the lock line and at the last establishing final arm angle (efaa) test, the clip jumped opened to roughly 30 degrees. The clip was deployed, and the procedure was completed, reducing mr to a grade of 1-2. It was noted that the clip was stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.